Event description:
It was reported that on (B)(6) 2024, dexmedetomidine was programmed to infuse at 6ml/hr. However, it was noted that the pump "was delivering the drug at a much faster rate than programmed, causing the patient to become hypertensive." Although requested, additional information has not been provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that on (B)(6) 2024, dexmedetomidine was programmed to infuse at 6ml/hr. However, it was noted that the pump "was delivering the drug at a much faster rate than programmed, causing the patient to become hypertensive." Bd received additional information. It was reported that the patient "suddenly became very hypertensive when she was previously hypotensive. This made the nurse query what had changed. Nurse reviewed the pumps and saw that the infusion of dexmedetomidine was infusing very rapidly, more so than the programmed 6ml/hr.' And the pump was turned off immediately. Thereafter, the noradrenaline infusion "was ceased for a short period whilst the patient's blood pressure recovered, thee appeared to be no lasting effect as the blood pressure recovered quickly without the dexmedetomidine running." The medication involved was dexmedetomidine 400mcg in 100ml sodium chloride. Other infusions running at the time of the event were "propofol at 20ml/hr.; noradrenaline "2 1-4ml/hr." But "staff couldn¿t remember exactly." The dexmedetomidine infusion was reportedly programmed using the guardrails drug library at 6ml/hr. And was on "standstill when the patient arrived in ICU from cardiac theatre". The ICU consultant requested that the dexmedetomidine was started at 6ml/hr.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, concomitant med prod data, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary the reported issue of an over infusion of dexmedetomidine is being confirmed based on the observational finding of a damaged bezel with all six pumping mechanism posts separated. The over infusion was replicated during infusion testing by bd. ¿ the log analysis found the infusion of dexmedetomidine at 400mcg/100ml was programmed on the date (B)(6) 2024 at the time of 11:57 pm and was placed in standby until the date (B)(6) 2024 to be started at 11:00 pm. The dexmedetomidine infusion was started on the date (B)(6) 2024 at the time of 1:27 am after the rate was entered at 6ml/h with the volume to be infused at 76ml. The infusion was manually terminated at the time of 1:30 am with a volume infused recorded at 0.312ml. There were additional infusion starts performed between the time of 1:41 am and 1:48 am that is suspected to be the clinician evaluating the infusion programming and pump module infusion. The final volume infused was recorded at 0.444ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log is not able to determine why the infusion that was programmed to infuse for approximately 13 hours was terminated early after only infusing for approximately 3 minutes. The external inspection found that the bezel had a crack on its left side that was visible to a user. The alaris system user manual (v12.1) provides information for devices that are dropped or severely jarred. It also informs that inspection for damage is required before each usage. The internal inspection found that all six pumping mechanism posts were separated and caused unregulated flow (over infusing) during infusion testing. Bd released recall notification mms-21-4400 in june of 2021 that informed facilities about pump modules that were manufactured between april of 2011 to june of 2017 with the plastic material fr-110 having a potential to separate at the bezel posts. The separation of one or more posts may result in free flow, over infusion, under infusion and interruption of infusion. The following was released in addition to the recall notification letter: mms-21-4100 attachment b customer response form. Mms-21-4100 attachment c figures. Mms-21-4100 attachment d service bulletin 621a. Root cause: the root cause for the reported issue of an over infusion of dexmedetomidine is being attributed to the damaged bezel which was found to have all six posts separated on the pumping mechanism portion of the bezel. The bezel was of the plastic material fr-110 that is under a recall (recall: mms-21-4400) that was released in june of 2021.

Manufacturer narrative:
Omit : f24 - insufficient information. Correction : describe event or problem. Additional information : sex, imdrf annex f code.

Event description:
It was reported that on 09 january 2024, dexmedetomidine was programmed to infuse at 6ml/hr. However, it was noted that the pump "was delivering the drug at a much faster rate than programmed, causing the patient to become hypertensive." Bd received additional information. It was reported that the patient "suddenly became very hypertensive when she was previously hypotensive. This made the nurse query what had changed. Nurse reviewed the pumps and saw that the infusion of dexmedetomidine was infusing very rapidly, more so than the programmed 6ml/hr.' And the pump was turned off immediately. Thereafter, the noradrenaline infusion "was ceased for a short period whilst the patient's blood pressure recovered, thee appeared to be no lasting effect as the blood pressure recovered quickly without the dexmedetomidine running." The medication involved was dexmedetomidine 400mcg in 100ml sodium chloride. Other infusions running at the time of the event were "propofol at 20ml/hr.; noradrenaline "2 1-4ml/hr." But "staff couldn¿t remember exactly." The dexmedetomidine infusion was reportedly programmed using the guardrails drug library at 6ml/hr. And was on "standstill when the patient arrived in ICU from cardiac theatre". The ICU consultant requested that the dexmedetomidine was started at 6ml/hr.

Event description:
It was reported that on (B)(6) 2024, dexmedetomidine was programmed to infuse at 6ml/hr. However, it was noted that the pump "was delivering the drug at a much faster rate than programmed, causing the patient to become hypertensive." Bd received additional information. It was reported that the patient "suddenly became very hypertensive when she was previously hypotensive. This made the nurse query what had changed. Nurse reviewed the pumps and saw that the infusion of dexmedetomidine was infusing very rapidly, more so than the programmed 6ml/hr.' And the pump was turned off immediately. Thereafter, the noradrenaline infusion "was ceased for a short period whilst the patient's blood pressure recovered, thee appeared to be no lasting effect as the blood pressure recovered quickly without the dexmedetomidine running." The medication involved was dexmedetomidine 400mcg in 100ml sodium chloride. Other infusions running at the time of the event were "propofol at 20ml/hr.; noradrenaline "2 1-4ml/hr." But "staff couldn¿t remember exactly." The dexmedetomidine infusion was reportedly programmed using the guardrails drug library at 6ml/hr. And was on "standstill when the patient arrived in ICU from cardiac theatre". The ICU consultant requested that the dexmedetomidine was started at 6ml/hr.

Manufacturer narrative:
Additional information: imdrf annex a, g, c, d codes, remedial action required and remedial action #. Investigation summary: the reported issue of an over infusion of dexmedetomidine is being confirmed based on the observational finding of a damaged bezel with all six pumping mechanism posts separated. The over infusion was replicated during infusion testing by bd. The log analysis found the infusion of dexmedetomidine at 400mcg/100ml was programmed on the date on(B)(6) 2024 at the time of 11:57 pm and was placed in standby until the date on (B)(6) 2024 to be started at 11:00 pm. The dexmedetomidine infusion was started on the date on (B)(6) 2024 at the time of 1:27 am after the rate was entered at 6ml/h with the volume to be infused at 76ml. The infusion was manually terminated at the time of 1:30 am with a volume infused recorded at 0.312ml. There were additional infusion starts performed between the time of 1:41 am and 1:48 am that is suspected to be the clinician evaluating the infusion programming and pump module infusion. The final volume infused was recorded at 0.444ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log is not able to determine why the infusion that was programmed to infuse for approximately 13 hours was terminated early after only infusing for approximately 3 minutes. The external inspection found that the bezel had a crack on its left side that was visible to a user. The alaris system user manual (v12.1) provides information for devices that are dropped or severely jarred. It also informs that inspection for damage is required before each usage. The internal inspection found that all six pumping mechanism posts were separated and caused unregulated flow (over infusing) during infusion testing. Bd released recall notification mms-21-4400 in june of 2021 that informed facilities about pump modules that were manufactured between april of 2011 to june of 2017 with the plastic material fr-110 having a potential to separate at the bezel posts. The separation of one or more posts may result in free flow, over infusion, under infusion and interruption of infusion. The following was released in addition to the recall notification letter: mms-21-4100 attachment b customer response form. Mms-21-4100 attachment c figures. Mms-21-4100 attachment d service bulletin 621a.